Manufacturer narrative:
(B) (4)

Event description:
It was reported that the patient felt no stimulation up to 10.5 volts. Impedance measurements were >3600 ohms. Follow up information indicated that the patient has switched healthcare professionals and his outcome was unknown.